Event description:
It was reported that device experienced battery depletion. No information was provided regarding impact to customer¿s blood glucose level. Customer declined transfer and no additional corrective actions or technical support interventions were documented.